Event description:
It was reported during intra-aortic balloon(iab) therapy, fiber optic stopped working and will not calibrate. Several attempts were made to get fiber optic to work but the console generated a unable to calibrate alarm. Cuff pressure good with mean of 77. The central lumen clotted and was unable to be used. The getinge representative suggested placement of a radial arterial line for a pressure source. There was no reported injury to the patient.

Manufacturer narrative:
Evaluation method codes, historical data analysis; (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, fiber optic stopped working and will not calibrate. Several attempts were made to get fiber optic to work but the console generated a unable to calibrate alarm. Cuff pressure good with mean of 77. The central lumen clotted and was unable to be used. The getinge representative suggested placement of a radial arterial line for a pressure source. There was no reported injury to the patient.